Event description:
It was reported the ICD was oversensing. The patient could hear the patient alert. The patient started to develop heart failure due to the oversensing. The patient had several shocks before seeing the doctor. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.